Event description:
It was reported that the chiller temperature (t4) cooled down very slowly, from 30 to 12 degrees in 30 minutes in an arctic sun device. Even when idling, it did not reach 6 degrees in 15 minutes. Per review of wo on 13mar2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.